Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported they didn't know the circumstances that led the vibration/buzzing feeling, it just started two weeks prior. "Now the patient's tailbone throbbed if they were on their feet too much. They were also buzzing/vibrating from the lower rib down to the tailbone area. I turn in the same area and down back of both legs to feet. For some reason when throbbing comes, my stomach hurts at the same time." The patient wanted to know if that was from the spinal nerves, broken pedicles (l1 and l2), or just nervousness. According to the patient whatever this was it was getting worse by the day and terrifying them. The physician had been contacted who was going to schedule a CT scan.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type:0 extension. Product ID: 3998, lot# j0405996v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported that she has had an ins since 2004 and stimulation was never strong enough to get her out of pain. The caller wanted to know how long it is supposed to remain inside the body. The caller reports that it has not been "updated" and is "sure" the battery is dead. Additional information was received which reported that the patient was still having concerns regarding device or therapy but was working with her healthcare provider (hcp) or manufacturer's representative. It was noted that the patient's implantable neurostimulator continued to remain implanted. It was however unclear if it needed to be removed. The patient was seeking an hcp at the time of the report. Additional information received from the consumer reported that around (B)(6) 2015 she fell and broke l1 and 2 pedicles and had been having some issues with that. Recently, about 1 week prior to (B)(6) 2016, the patient noticed having some vibration like feeling, buzzing feeling on the left pubic bone area into the leg. The patient felt a surge. Also, she felt cold feeling on the back of her right leg. A few years prior to (B)(6) 2016 the patient was told her battery was dead when she was having some other issues. The patient confirmed the hcp said it was normal battery depletion. The patient called to ask if her implantable neurostimulator (ins) would be surging and causing the described symptoms. It was noted the patient had a spinal lumbar fusion in 1994. Relevant medical history included arachnoiditis.